Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has been experiencing concurrent flow. The customer stated two hangers to lower level of primary bag which in turn extends draping of the IV set. The IV set was then tripped over by the patient causing the IV set to be pulled from the port while infusing taxane chemotherapy treatment via huber needle (programmed amount and delivery rate unknown). This also caused a chemotherapy spill but there was no chemotherapy exposure to the patient or clinical staff. A new huber needle was placed into the central mediport access site and the patient received the remainder of the chemotherapy infusion without complications. It was also reported there was no patient injury.